Event description:
It was reported that the guidewire became lodged in the attempted left ventricular (lv) lead and could not be withdrawn. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted that the distal end of the guidewire was looped-back on itself and was broken off and stuck in the lead at the distal tip. If information is provided in the future, a supplemental report will be issued.